Event description:
I would like to submit information concerning a reaction that I experienced while undergoing orthodontic treatment with the invisalign product. Letter sent to the company directly: nearly one and one-half years ago I began invisalign. I am a (B)(6) professional for whom braces would be impractical and, in lieu of, saved for a number of years to be able to afford the cost of invisalign (B)(6). Although more costly than braces I felt that due to the nature of my job and need to appear professional, the cost to benefit ration weighed in favor of invisalign as long as the outcome would be ideal and similar for both. My orthodontist agreed that I was an ideal candidate for the product and we began the process. Shortly after beginning invisalign I was pulled in a number of directions personally and professionally as my career became demanding and my mother's health deteriorated. I began experiencing pain in the ends of the fingers of my right hand, and the toes of my left foot. The symptoms mirrored those of early onset arthritis, however the pain was relieved by cold rather than heat - a fact that, in retrospect was quite relevant. I underwent one "reboot" as the invisalign forms were not tracking as well as we had hoped. The pain, during this year, which originally waxed and waned, became more frequent and more debilitating. Where a year ago I had been a healthy (B)(6), jogging regularly, now I was unable to put on my wedding ring nor wear high heels due to the swelling in my hands and feet. As my mother's condition deteriorated I flew home to care for her in her final months and days, worked from their farm, and was far too busy to seek medical care. Mid (B)(6) after my mother's death I returned home and again had to undergo a second "reboot", doing a new set of impressions and receiving another new series of invisalign forms. This particular set, as I mentioned to my hygienist, seemed to be composed of a lighter weight plastic, and I noted the words "(B)(6)" on the package. Roughly 2 days after beginning the new forms my symptoms became so severe, now affecting both hands, that I was unable to wash my own hair-my husband assisted me in the chore. My feet would accommodate only slippers or flip-flops, and I was unable to squeeze a shampoo bottle or toothpaste tube. The symptoms continued and progressed. The swelling in my left hand forefinger and right hand ring finger were so severe that an area of bruising ensued. We decided to do some traveling and visit our best friends in (B)(6), husband and wife are both physicians and were interested in viewing the now bruised fingers that I was experiencing. We had sent text photos out of interest prior. Upon arriving they were shocked at the condition of my hands. At this point I had no suspicions that the invisalign and symptoms were in any way related, somehow the connection was never made. Despite the symptoms we visited, ate drank, floated in the pool, and I abandon my invisalign out of sheer forgetfulness, for the first time, for nearly 3 days. On the second day the swelling was reduced, and on the third day I was able to make a fist for the first time in nearly 1 year. Our physician friends quickly made the connection. We decided that, in true scientific manner, the only way to determine if there was a cause and effect would be to perform a rechallenge, re-exposing me to the invisalign to determine that an allergy did in fact exist. I placed the forms in my mouth on the fourth evening after being without the forms. I placed them back in (symptom-free) at approximately 10pm central time. By 8am all of my symptoms had returned - the feeling of exhaustion, severe pain and swelling, now both hands and feet, and the bagginess and under-eye swelling. The process was repeated once more several days later - swift and reproducible. This explained why the symptoms, which seemed like arthritis, were improved with cold versus heat - the inflammation was an allergy, manifesting itself in the small capillaries of the hands and feet. I phoned my orthodontist and made an appointment a week after returning. I had not had the forms in for nearly 1 week (post re-challenges) when I revisited the orthodontist. She agreed that she had never heard of this side effect, but removed the attachments immediately and, although she does not believe that we will achieve the same results, new impressions were made and we will proceed with the old acrylic and wire spring-form retainers attempting to achieve some level of success. I have viewed your website multiple times during the process. I find no mention of this affect, and, as a matter of fact, cannot find any link to possible side effects, or a specific number to call if you feel you are experiencing one. I am grateful that my orthodontist has gone above and beyond to continue to attempt to resolve my orthodontic needs and I am grateful for her diligence. I am, however, disappointed in the product, the toll it has taken on my health - we had taken photos of my swollen bruised fingers, the stress on myself and my family, and the psychological stress that was imposed. I am disappointed that after saving for the hope of orthodontic perfection, I am now right back where I began after 1.5 years as it takes time to obtain the new retainers, and my progress has regressed. I am concerned about the lack of mention of possible side effects on your website, and am concerned that the product was imported from (B)(6). I will assume however, that you have conformed to the standards of the FDA with regard to medical devices, and that if there were a recall, I would have been notified. I understand the one of the problems with this country is that is litigation laden. I do not believe in the practice personally and feel that it is often approached for self gain and not out of need or necessity. I do, however, believe in guaranteeing a product. I am requesting a refund from your company for the amount pain on the order of (B)(6). I was unable to use your product, was unhappy with the result, and suffered greatly both physically and psychologically during the period of wear and fell that this would be an appropriate resolution. I now am facing another year or more of orthodontic work due to the regression since discontinuation and am extremely disappointed (yet relieved that the cause of the pain and swelling has been identified). As a consumer and professional I expect a response from your company in a timely manner. I have a great deal of concern that others may be experiencing this and simply do not know how to file a concern or report, leading ultimately to an under-reporting of adverse reactions and concerns. I would like the product to be tested for chemical formation and would be happy to submit a sealed package of my liners that I had retained from treatment. I would be happy to ship them at your request, and only ask in return for a copy of the analysis should you choose to accept my offer. I am currently undergoing orthodontic realignment using an older metal and acrylic spring-form retainer and am happy to report, after nearly 18 months of reactions, am symptom free. Please do not hesitate to contact me with any questions, comments or requests.